Event description:
Reporting status: malfunction. Reporting rationale: loose stent has previously caused or contributed. Device issue: loose stent. It was reported that the target lesion was in the mid to distal lad with moderate tortuosity, moderate calcification, and 99% stenosis. The guide wire was delivered towards the lesion but when torqued, the coils were found to be stretched and failed to cross the lesion. Thus, the guide wire was replaced with a fielder guide wire. Then, the lesion was pre-dilated with another company's balloon and the 2.5 x 28 mm minivision stent delivery system (sds) was advanced; however, the sds caught on something proximal to the lesion, and the stent implant was found not to be centered between the markers [moved] on the sds balloon, by angiography. Thus, the minivision sds was removed from the vessel. No issues were observed while removing the sds. The procedure was completed after another company's stent, a 2.5 x 12 mm minivision stent and a 3.0 x 12 mm vision stent were implanted. No additional event or pt info is available.

Manufacturer narrative:
Reportedly, the stent became caught on something, suggesting characteristics of the lesion likely contributed to the failure to cross and subsequent stent movement. The IFU notes, "prior to using the multi-link mini vision rx or otw coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. "Reportedly, the sds was not properly checked to verify if the stent was mounted and stationary on the balloon before inserting the sds into the vessel. The failure to cross and stent movement appears to be related to circumstances of the procedure and not a product quality deficiency.